Event description:
MDR ous

Manufacturer narrative:
MDR ous upon receipt, the pacemaker was subjected to a visual, mechanical and electrical analysis. Visual and mechanical inspection: the visual and mechanical inspection of the connector system showed no deviation from the specification that might explain any malfunction. Light scratches on the front side of the housing have been observed. All dimensions of the header bores were within the range requested by the is-1 standard specifications. The set screws and threads (different contact) and the spring elements (indifferent contact) did not show damages. The screw-in depth was found to be sufficient to connect a lead reliably with low transition impedance to the device. Electrical inspection: the pacemaker was subjected to a complete electrical incoming test, and it provied to be within all electrical specifications. The pacing parameters as received were: vvi / 40ppm / 2,4v amplitude and 0,4ms width / unipolar. There was no indication of sensing and/or pacing problems. The pacemaker provided to be fully functional. The inspection of the pacemaker's memory content showed no anomalies. In summary, this pacemaker did not show any sign of a material or mfg problem. It is completely within its specification. From the info given in the complaint an indifferent contact problem to the lead can be assumed. The analysis of the pacemaker could not reveal any deviation related to this assumption.